Manufacturer narrative:
(B)(6). Manufacturing date: march 30, 2017 ¿ april 3, 2017. The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The photo shows fluid inside the overpouch that contains the device which indicates leakage has occurred. The photo also showed the cause of the leak was due to detached tubing at the junction of the flow restrictor. The cause of the detached tubing is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The flow restrictor detached from the tubing. This was identified prior to use. There was no patient involvement. No additional information is available.